Event description:
Ous MDR - this rv lead was explanted due to an impedance issue. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 51 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In particular in the distal area of the lead, near the shock coil, the insulation was rubbed through. This damage can be considered to be the root cause of the clinical observations. There was no conductor fracture observed during the analysis of the lead fragment. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.